Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further tes ting revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant product: 4592 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
The device was removed and returned due to upgrade and subsequently tested out of specification. No patient complications have been reported as a result of this event.